Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report. Currently no explantation is planned.

Event description:
It was reported that the patient has magnet retention problems since implantation. The thickness of the skin flap was not checked during implantation. He is using a super strong magnet headpiece with a headband to keep the coil on his head. In 2006 he had a skin flap revision surgery with thinning of the skin but this did not seem to help. According to the surgical report, the initial skin flap was too thick and the surgeon ended up thinning the flap all the way down to the hair follicles where they had to stop thinning. Testing magnetic attraction in the or with the skin flap in place, the surgeon still felt like the flap was too thick, even thinned down.